Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device connection issue and/or removal difficulty was likely attributed to over torquing of the set screw; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during this subcutaneous implantable cardioverter defibrillator (s-ICD) replacement procedure, the torque wrench would start clicking when the physician was attempting to turn the set screw. The physician was eventually able to remove the electrode without any other issue and the replacement procedure was completed successfully. This s-ICD is not expected to be returned for analysis and no additional adverse patient effects were reported.